Event description:
Report received of the balloon not being able to be removed from the coronary stent graft. The pt was undergoing a left heart catheterization. During the catheterization the left main "closed down." Lytics were administered which included tnk, plavix and heparin. During the catheterization a lesion was noted in the left diagonal. This lesion was to be treated with a stent. A perforation occurred during stent deployment. Immediately a coronary stent graft (csg) was placed, but did not seal the perforation. Due to the size of the vessel, the balloon was inflated at lower atmospheres. The csg was inflated 3 times in an attempt to seal the perforation. After each of the three inflations, which the balloon was deflated, there was still a leak at the perforation. When the balloon was inflated, the perforation was sealed. In between the inflations the pt remained stable and a surgeon was called to the lab for consult. The balloon was chosen to remain in an inflated stated, to seal the perforation temporarily until the lytics wore off. The pt's condition began to deteriorate. The blood pressure decreased and vasopressors were begun. An intra-aortic balloon pump (iabp) and a temporary pacemaker were inserted. The pt at this time was maintaining their own airwyay. An echocardiogram was performed and showed cardiac tamponade. The balloon was deflated, but could not be removed from the csg. The pt was transferred to surgery. Upon arrival to surgery the pt arrested. The pt was intubated and compressions were begun. The surgeon ligated the vessel to remove the balloon and then lysed the vessel to treat the perforation. The pt was transferred to the cvicu. Later that evening the pt returned to surgery for "bleeding" and then returned to the cvicu. The pt received a blood transfusion, the number of units were unknown to the reporter. The next day the pt was being weaned off the iabp. The pt has been discharged back to the skilled nursing facility where they were a resident prior to this admisison. Though requested, no additional info was provided. The stent remains implanted and will not be returned for investigation. The delivery system will not be returned for investigation at this time. If the delviery system is received, a follow-up report will be submitted.